Event description:
It was reported that the procedure was cancelled. A ffr link and philips xper lng cable were selected for use. During procedure, it was noted that the unit does not display a pressure. The procedure was aborted. There were no patient complications.